Event description:
It was reported that during a da vinci cholecystectomy procedure, the crocodile grasper instrument cable broke. On (B)(4) 2014, an intuitive surgical, inc (isi) representative contacted the site. It was indicated that the pin caught on the cannula as the instrument was being removed and the pin came out of the instrument tip after it was removed from the patient. The cannula and instrument were removed as one unit. The planned procedure was completed and no patient harm, adverse outcome or injury was reported. No fragment fell into the patient.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found that the customer reported complaint was not replicated, the instrument does not have cables. Failure analysis found that the instrument rivet was broken. The rivet, which attached the grips to the clevis, was missing from the instrument. The rivet likely broke off during the procedure. The grip open-close motion is non-functional as a result. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the missing rivet, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.